Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulator wasn't working properly to control her symptoms so they wanted to play with the settings. The patient stated that they had to go to the bathroom immediately right then and there and if they did not get to the bathroom on time then they would have an accident. The patient stated that the device has helped a lot with their symptoms but they would go through periods where the therapy would really work and then they won't feel any stimulation at all even when they went 'all the way up' on their stimulation and then their symptoms would come back. Patient had 'on and off episodes' where symptoms were not controlled on (B)(6) 2014. The patient had lost their patient programmer (pp) and didn't have one to trouble shoot. Patient was advised to consult with doctor for more information. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.